Event description:
It was reported that the cordless driver was smoking and heating up during the procedure. It was being used with the collet. Customer could not confirm if it was the drill or the collet. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the engineer confirmed the red wire connected to the battery plate had shorted against the handle and the motor was heavily corroded. It is possible that this may have caused the device to smoke/heat up. The drill was repaired and returned to the customer after passing final inspection.